Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed 'no disposable.' The alarm had been silenced and the settings reviewed; however, the pump had continued beeping after the review. The patient had been instructed to clamp the tubing, and the cassette had been removed. The cassette tubing had been massaged and tapped on a hard surface, then the cassette had been reattached and the tubing unclamped. The infusion had been restarted, but the no disposable alarm had returned. The process had been repeated, and the no disposable alarm had persisted. The pump had been powered down, and the patient had been instructed to contact the clinic for further instructions. The pump settings had been reservoir volume 10.6 ml, rate 2.3 ml per hour, and volume given 94.4 ml. There was no injury. The event occurred while in use with a patient at the patient's home and the operator of the device was a health professional.